Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No procode, common device name and/or 510k provided as this device is not released for distribution in the united states. Device manufacture date is not available at time of filing. The polaris spectra system control unit (scu) was returned to the manufacturer for analysis. No fault was found through analysis. After replacement, system is functioning as intended.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. The issue occurred intraoperatively while verifying instruments and delayed the surgery by less than one hour. It was reported that the small active cranial frame and passive planar blunt probe had recognition failure. The positioning sensor unit (psu) light was blinking. The system was rebooted, and the issue was not resolved. The surgery was completed without navigation and there was no impact on patient outcome.

Manufacturer narrative:
Additional information: device manufacture date provided.

Manufacturer narrative:
The aware date of the follow up report sequence 3 should have been 2018/09/28 as that was the date in which the analysis was completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The positioning sensor unit (psu) was returned to the manufacturer and analysis was completed. Functional testing and visual /physical examination was performed and the issue was confirmed. The returned psu powered up with normal function, however, the event log revealed intermittent occurrences of low battery voltage. The psu passed all other tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The psu was returned to the manufacturer for analysis. Analysis found that psu powered up and was found to have normal function. A check of the event logs revealed intermittent low battery voltage. Psu passed accuracy test. Analysis found that the reported event was related to a electrical issue.